Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened as intended during analysis. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Event description:
It was reported by the sales rep that during a laparoscopic low anterior resection, the jaws could not be opened after firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. The sales rep commented that there was a possibility the firing trigger had not been fully grasped at the fourth stroke. One device will be returning. (B)(4).